Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a competitor right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurements which was detected via patient remote monitoring system. Attempted to seek for additional information, however, the field representative could not provide any further information. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the system continued to exhibit high out of range shock lead impedance measurements greater than 125 ohms. A local field representative was contacted but was unable to provide any further information. The system remains in service. No adverse patient effects were reported.